Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that a difficult plunger occurred during use with a bd veo¿ insulin syringe with bd ultra-fine 6 mm needle. The following information was provided by the initial reporter, "consumer reported plunger rod difficult to move before injection, does not re-use."

Event description:
It was reported that a difficult plunger occurred during use with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. The following information was provided by the initial reporter, "consumer reported plunger rod difficult to move before injection, does not re-use."

Manufacturer narrative:
H.6. Investigation: customer returned five (5) loose 31g x 6mm, 1ml bd insulin syringes. Consumer reported plunger rod difficult to move before injection. All five returned samples were examined, and it was observed that one of the syringes had a damaged/disfigured stopper. The damaged/disfigured stopper could be the cause for the plunger rod being difficult to move, as reported. No issues regarding plunger rod movement were observed on the other four returned samples. A review of the device history record was completed for batch# 7331513. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection of the photo found the stopper with a rolled edge on 50% of the sealing side of the stopper. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly metro, the sealing edge of the stopper can roll and deform due to the friction between the barrel and stopper. Review of quality notifications and maintenance dispatches found no issues that pertained to the complaint. Unable to determine the root cause of the lack of silicone in the barrel of the syringe. CAPA#666972 was opened on 11nov2018 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel."